Manufacturer narrative:
(B)(4). The pump passed the self test. Pump primed immediately during testing due to moisture damage on the motor and force sensor. Moisture damage was also found on the electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to prime anomaly. No delivery alarm/occlusion during priming confirmed. Rewind anomaly confirmed. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm. Customer stated that showed motor has started making a strange noise during rewind and that whenever he attempts a fill tubing or bolus, pump alerts with insulin flow blocked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.